Event description:
It was reported that a patient underwent a colostomy closure procedure on an unknown date in 2021 and suture was used. During the procedure, the needle pulled off of the suture. No adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm when did the issue occurred? Pre-op, intra-op or post-op could you please provide procedure date & event day? Did the issue occurred at the time of open the package or while suturing? Please clarify could you please clarify how many devices present the issue (pull off suture needle) for this single procedure? Did the patient suffer from any consequence due to the issue (pull off suture needle)? If yes please explain. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m.